Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analyis found that the insulation was abraded at 33.0 cm from the lead tip. The lead abrasion is consistent with that produced by friction to the device can.

Event description:
It was reported that the lead exhibited noise during atrial fibrillation. The lead was explanted and replaced. There were no adverse consequences for the patient.